Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~0.1y. The acetabular liner, femoral head components were revised.

Manufacturer narrative:
The following other hip device was also listed in this report: v40 cocr lfit head 36mm/0; cat# 6260-9-136, lot# mkajhl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at (B)(4). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~0.1y. The acetabular liner, femoral head components were revised. The ucla scores were not provided for this patient.